Event description:
A (B)(6) female with painful right total hip replacement has had pain for 2 years. Had right hip replacement in 2008 at another facility. Has a depuy asr cup, which has been recalled. Admitted (B)(6) 2011 for revision of total hip replacement. Acetabular component was replaced with stryker 43 mm liner and 56 mm hemispherical shell, restoration insert for adm/mdm. Explanted hardware was returned as requested to the pt's attorney after pathology evaluation.